Manufacturer narrative:
Other, other text: a sample was received to perform an investigation. A device history record (DHR) review was conducted subsequent to the manufacture of the device and prior to its release. No problems or issues were identified during this DHR review. A visual inspection of the returned warmer found the tank cover cracked along with wear and tear to enclosure, front cover, line cord, plate clip, and pole clamp. The reported problem was confirmed and the problem source was determined to be user interface. Further inspection found an outdated printed circuit board (pcb) and power switch. Due to the age and condition of the device, no actions were taken. It was determined that the device would be scrapped. E4 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: this complaint was reviewed as part of remediation. It has been determined that this is a reportable event.

Manufacturer narrative:
Corrected data: event reported in error. Event not reportable under FDA regulation.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the lcd screen on the device was damaged. No patient injury or complications were reported in relation to this event.